Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently, was hospitalized for an elevated blood glucose (bg) level and high life-threatening ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Prior to the hospitalization, the customer administered a manual insulin injection in attempt to address high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2024 with no permanent damage and reported issue was resolved. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended.